Event description:
Unable to interrogate device in-clinic today. Patient has recently implanted lvad. All troubleshooting measures were ineffective. No adverse patient events were reported. Device remains implanted. Further evaluation is recommended. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.